Event description:
It was reported that the pump touch screen was shattered and unresponsive after the customer fell on the pump. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.